Event description:
It was reported that the patient was revised due to pain and stiffness. The glenosphere, humeral poly, tray and baseplate screw were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). : cr vivacit-e 36mm brng std cat: 110031424 lot: 64653574, reverse shoulder mini guide and bone model right cat: 20809000302 lot: 934879, comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 029220, comp primary stem 5mm mini cat: 113625 lot: 740580, comp rvs cntrl 6.5x20mm st/rst cat: 115394 lot: 755340, comp rvs cntrl 6.5x35mm st/rst cat: 115397 lot: 877410, comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 131960, comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 272560, cas fixation pin 3.2d x 80mm sterile cat : 20800000011 lot : 64808911, comp. Rev shldr 9 in steinmann cat : 405800 lot: 785220, comp. Rev shldr 9 in steinmann cat: 405800 lot: 785240, comp rvs 2.7mm dia drl cat: 405889 lot: 122460, comp rvrs shldr glnsp std 36mm cat: 115310 lot: 560050, comp lk scr 3.5hex 4.75x45 st cat: 180556 lot: 939530 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, stiffness, esr slightly elevated. Negative culture and gram stain on humeral tray and stem. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.